Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. As a valid lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure. Complaints received for this product and defect will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe leaked during use. The following information was provided by the client: "in the process of infusing liquid for the patient on hemodialysis, if the syringe is found to be leaking, stop replacing the syringe immediately. Detected in time before impact, no harm done".